Manufacturer narrative:
On 07-jun-2016 product investigation results: reporter returned two toothbrush heads on 19-apr-2016. The result of the analysis done with the reporter return showed that wear led to the malfunction of this product. The product reached end of life. No manufacturing fault identified.

Event description:
Head just broke into mouth / the internal part of the ball and spring fell apart and the head came off [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she was using an oral-b dual clean brushhead and the head just broke into her mouth while used with an oral-b rechargeable toothbrush, version unknown. She elaborated that the internal part of the ball and spring fell apart and the head came off. She stated that this had never happened before with all the other toothbrush heads. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head just broke into mouth / the internal part of the ball and spring fell apart and the head came off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she was using an oral-b dual clean brushhead and the head just broke into her mouth while used with an oral-b rechargeable toothbrush, version unknown. She elaborated that the internal part of the ball and spring fell apart and the head came off. She stated that this had never happened before with all the other toothbrush heads. No symptoms developed.